Event description:
Reporter noted nurse was leaning on system when connecting components during prime/test mode. IV pole lowered as usual and pinched skin, causing tear, bruise, and a sensitive nerve. Required anesthetic, and for several weeks after, experienced numbness and loss of sensitivity to left lower arm.